Event description:
At 0715 patient reported the pump beeping "all night" and "if the pump doesn't stop, I'm going to put it outside in the hall". Patient stated "the staff is great, this pump is terrible! I'm just so tired and it kept me up all night." Pump removed, all IV tubing changed and PICC line flushed for patency.this facility has had multiple similar events with this pump. The facility has been working with the manufacturer directly for almost a year but the problems continue on a regular and consistent basis and across multiple nursing units. Initial and additional education has been provided to staff. Extra resources, including a clinical staff member, have been added in an effort to address the issue, but the problems continue. The facility is concerned regarding the delay in therapy, which sometimes has resulted in the need for additional medical care for the patient. Patients and staff have verbalized frustration with the pump (patients are upset that the pump alarms frequently and staff are concerned that they are unable to distinguish between a critical alarm and a non-emergency alarm because the alarm tones are identical).